Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had high blood glucose of 585 mg/dl. Customer also reported that his insulin pump was not delivering the insulin. Customer stated that he programed bolus and nothing comes out. Advised customer to discontinue use of the insulin pump, to go to the backup plan per doctor's instructions and advised that the device needs to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. The pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked belt clip slot.